Manufacturer narrative:
Medical media was provided to aid in the investigation and was reviewed by a bsc quality engineer. Four photos were provided and reviewed. All photos depict the tip of the watchman trusteer access system torn, confirming the reported event of tip damage. H6 component code changed from part/component/sub-assembly term not applicable to tip. H6 evaluation method code added: analysis of information provided by user/third party. H6: evaluation result code changed from no device problem found to operational problem identified. H6: evaluation conclusion code changed from cmc-conclusion not yet available to adverse event related to procedure.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. It was noted the veins going up to the groin were very tortuous. A watchman trusteer access system (was) was inserted along with versacross connect (vcc) transseptal access system. Multiple dropdowns had to be performed, and the vcc dilator was taken out once to put a bend on it while the vcc radiofrequency (rf) wire was retracted back into the was. The vcc dilator was reinserted and transseptal puncture (tsp) was performed. The vcc dilator went across the fossa, but more force was required to get the was across the septum, both during the initial crossing and when flossing the fossa for the intracardiac echocardiogram (ice) catheter. A watchman closure device was implanted, and the procedure was completed. It was noted upon removal of the was, the physician noted the tip of the was torn. In the physician's opinion, it was possible when the vcc dilator was taken out for bending, the vcc rf wire must have gone through a side hole of the was tip. So, when the vcc dilator was advanced, the vcc rf wire which might have been through the side hole, must have pushed and tore the tip of the was.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. It was noted the veins going up to the groin were very tortuous. A watchman truster access system (was) was inserted along with versacross connect (vcc) transseptal access system. Multiple dropdowns had to be performed, and the vcc dilator was taken out once to put a bend on it while the vcc radiofrequency (rf) wire was retracted back into the was. The vcc dilator was reinserted and transseptal puncture (tsp) was performed. The vcc dilator went across the fossa, but more force was required to get the was across the septum, both during the initial crossing and when flossing the fossa for the intracardiac echocardiogram (ice) catheter. A watchman closure device was implanted, and the procedure was completed. It was noted upon removal of the was; the physician noted the tip of the was torn. In the physician's opinion, it was possible when the vcc dilator was taken out for bending, the vcc rf wire must have gone through a side hole of the was tip. So, when the vcc dilator was advanced, the vcc rf wire which might have been through the side hole, must have pushed and tore the tip of the was.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman trusteer access system was analyzed and the reported event of tip damage was confirmed. Device analysis consisted of microscopic inspection under the microscope which found the tip was torn. Product analysis could not confirm the difficulty crossing the septum as clinical circumstances could not be replicated.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. It was noted the veins going up to the groin were very tortuous. A watchman trusteer access system (was) was inserted along with versacross connect (vcc) transseptal access system. Multiple dropdowns had to be performed, and the vcc dilator was taken out once to put a bend on it while the vcc radiofrequency (rf) wire was retracted back into the was. The vcc dilator was reinserted and transseptal puncture (tsp) was performed. The vcc dilator went across the fossa, but more force was required to get the was across the septum, both during the initial crossing and when flossing the fossa for the intracardiac echocardiogram (ice) catheter. A watchman closure device was implanted, and the procedure was completed. It was noted upon removal of the was, the physician noted the tip of the was torn. In the physician's opinion, it was possible when the vcc dilator was taken out for bending, the vcc rf wire must have gone through a side hole of the was tip. So, when the vcc dilator was advanced, the vcc rf wire which might have been through the side hole, must have pushed and tore the tip of the was.